Event description:
On (B)(6) 2025, the patient underwent a bronchoscopy due to medical history of lung cancer. A bronchial fluid specimen was obtained and tested positive for pseudomonas aeruginosa. The patient experienced no symptoms, was treated conservatively and has recovered. The customer reported that this was a pseudo outbreak and not a true patient infection, as it is believed that pseudomonas from a previous patient procedure had remained in the scope despite reprocessing, therefore affecting the culture results obtained. Olympus provided the following result of the device culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: insertion section bacterial identification: micrococcus luteus. Sampling from: instrument/suction channel, bacterial identification: micrococcus luteus, bacterial identification: acinetobacter radioresistens, bacterial identification: sphingomonas psychrolutea.